Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 5636813, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with 375cc mentor memorygel breast implants and bilateral capsular contracture post procedure (baker¿s grade unknown). Additionally, left sided rupture was noted during the explant surgery. The right prosthesis was replaced with a 325cc mentor memorygel breast implant and the left prosthesis was replaced with a 300cc mentor memorygel breast implant. This report relates to the right prosthesis. See 1645337-2019-09428 for contralateral prosthesis report.